Event description:
It was reported that this right ventricular (rv) lead exhibited increased in threshold was 2.5 volts at 0.4 milli seconds and a lead resistance that was above 3000 ohms. The suspected cause was due to lead conductor fracture. Moreover, there was a decrease in ejection fraction as patient is pacing dependent on. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field a. Patient information and d6b explant date.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field a. Patient information and d6b explant date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. The impedance issue was not confirmed, however, the fracture was confirmed. In addition, the outer coil fracture was observed at approximately 196 millimeter from the tip end. Electrocautery marks (through the insulation) observed in same area as the fracture site, the outer conductor appears to be cut with a tool, induced damage during explant. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased in threshold was 2.5 volts at 0.4 milli seconds and a lead resistance that was above 3000 ohms. The suspected cause was due to lead conductor fracture. Moreover, there was a decrease in ejection fraction as patient is pacing dependent on. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased in threshold was 2.5 volts at 0.4 milli drconds and a lead resistance that was above 3000 ohms. The suspected cause was due to lead conductor fracture. Moreover, there was a decrease in ejection fraction as patient is pacing dependent on. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.